Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. Sample evaluation confirmed a pinhole in the cuff. The root cause of the pinhole could not be identified as the failure occurred after the product had been in use for some time. The instructions for use that are provided with each device states, "test the cuff, pilot balloon and valve of each tube by inflation/deflation prior to use." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, " the patient was a difficult intubation and was reintubated with a microcuff tube during the night shift. When the day shift rt came in she noticed that the patient was losing tidal volume. She did not think it was that big of a deal at the time. The pulmonologist ask for a chest x-ray later and that showed the tube was placed too high. The (B)(6) moved the tube lower and that is when the cuff deflated. The patient needed to be reintubated again with a hi-lo evac tube. The (B)(6) said she took the tube and examined it very closely. She could not see a tear or anything on the cuff or pilot balloon. She did various things with the tube to figure it out and the only thing she could conclude was that there was a pinhole in the cuff. " kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).